Manufacturer narrative:
Technician found that the head function was drifting slowly, not visable. Cause: CPR valve was defective. Replaced the CPR valve to correct this issue.

Event description:
Info received that the head function was drifting slowly, not visable. No injury reported.